Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that 3 resection loops broke during procedure, despite proper use of the scalpel and settings. The loop was used with a storz uh400 autcon3400 generator. No negative impact in state of health reported. Cross reference MDR: 9610617-2024-00366. 9610617-2024-00367.

Manufacturer narrative:
Result of investigation: as no product has been returned a final determination of the root cause is not possible. In similar cases with the same product, excessive force during application caused the electrode wire to break and creating a shortcut. The event is filed under internal karl storz complaint ID: (B)(4).